Manufacturer narrative:
D10 concomitant product: pco9fx parietex pcox rnd thr 9cm x1 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic abdominal wall scar hernia surgery, nine years after the initial surgery, a second look at the repaired area revealed white dissemination on the abdominal wall where the mesh was placed. It was noted that the sizes of the lesion were 10mm x 15mm. And 10mm.

Manufacturer narrative:
Additional information: d4(expiration date, lot#), g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but sixteen photos were available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was a damage surrounding the anatomy. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.